Event description:
Resident in bed with vest restraint in place for safety. Resident checked at 10:45 pm and in no distress. At approx 11:00 pm resident found with restraint about his neck and in visual distress. Resident admitted to hosp for observation, no new condition changes resulted from this injury.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - human factors. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.